Event description:
The customer reported observing a leak approximately 1 ml in volume of clear fluid coming from pinch valves pv27 and pv28 on a coulter lh 500 hematology analyzer; the leak was contained within the instrument. The customer also reported recovering r flags on differentials at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/24/2015. The fse discovered a pinhole in the black stripe tubing through pinch valve pv27; there was no leak from pv28. The fse replaced the tubing resolving the leak reported. The instrument was primed and verified by running reproducibility, all parameters passed within specifications. (B)(4).